Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that patient had loose abutment. The screw was fractured. Part of the screw in implant, and part in abutment. Follow up revealed the dentist was unable to remove the fractured screw from the implant.